Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018 after feeling a vibratory alert on (B)(6) 2018. It was noted that ventricular fibrillation episodes were detected 9 times due to right ventricular lead noise but therapy was withheld and that the lead impedance had risen. On (B)(6) 2018 and (B)(6) 2018, the patient received inappropriate shocks for lead noise. On (B)(6) 2018 the patient was hospitalized to prevent further shocks from lead noise. On (B)(6) 2018, the lead was capped and replaced. The patient was stable after the procedure.

Event description:
New information received on (B)(4), 2018, indicates that the lead had conductors that appeared to be externalized.